Event description:
It was reported that insulin gauge on pump displayed amount different than expected and that fill estimate remained static at 105 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was informed that this behavior could occur when there was large difference in measured pressures used to calculate remaining insulin, and was advised that fill estimate would resume normal countdown once actual insulin amount reached displayed value; customer understood and acknowledged this information.